Event description:
It was reported the patient could no longer hear the device tone when the magnet was applied for the daily device test. Patient was also seen by a health care professional and no tones were elicited from the device when the magnet was applied. Device replacement surgery has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported the patient could no longer hear the device tone when the magnet was applied for the daily device test. Patient was also seen by a health care professional and no tones were elicited from the device when the magnet was applied. Device replacement surgery has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data were collected from the device and analyzed. There were no anomalies found. The device was also returned. No analysis was performed due to pending litigation.